Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was receiving excessive no delivery alarms and high blood glucose levels. It was reported that the customer's blood glucose level was 417mg/dl. It was reported that the customer was having trouble lowering their levels. It was reported that during the call, the customer's level dropped to 314mg/dl. Troubleshoot was reported to be conducted, and the cannula was noted to have white substance in it. It was reported that the customer's skin was swollen and had pus at the site. It was reported that the customer was advised to follow up with their health care provider in regards to the insertion site. No further information provided.